Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with approximately 125 units of insulin during the load sequence. Reportedly, the customer was not performing cartridge air removal step. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was approximately 150 mg/dl.